Event description:
It was reported that this unknown implantable lead was reprogrammed due to an unknown product anomaly. The health care professional (hcp) called technical services (ts) and noted that the lead was a bad lead. No additional information was provided at this time. No additional adverse patient effects were reported at this time.